Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.